Event description:
It was reported that a pt underwent an unk procedure on (B) (6) 2010 and suture was used. When the surgeon opened the package, there was a fragment that looked like the needle tip in the package. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.